Event description:
An implant card was received indicating that the patient underwent generator and lead replacement due to infection. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received clarifying that the vns patient¿s generator and lead were explanted on (B)(6) 2013 due to infection at his generator site. The patient was re-implanted on (B)(6) 2014. The patient did not have a medical history of infection prior to vns. There were not medication changes that could have caused or contributed to the infection. The infection was attributed to the vns implant procedure. The patient had difficulty healing at his incision site and the patient developed a seroma. The patient was given and antibiotic regiment during an office visit on (B)(6) 2013 but the infection did not clear.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Age at time of event, corrected data: additional information was received stating that the patient¿s device was explanted on (B)(6) 2013. Describe event or problem, corrected data: additional information was received stating that the patient¿s device was explanted on (B)(6) 2013. Explant date, corrected data: additional information was received stating that the patient¿s device was explanted on (B)(6) 2013.